Event description:
Initial information was received from a consumer on (B)(6), 2011: a (B)(6), female initiated poly-l-lactic acid (sculptra aesthetic) (lot # unknown, expiration date unknown) on (B)(6), 2011 for cosmetic use. Her physician injected two vials in the temple, cheeks (apple part she thinks), nasolabial folds, marionette lines and along her jaw. Beginning on (B)(6), 2011, the patient developed a 1.5 inch long oozing sore at the right corner of her mouth which looked like a fever blister. She also had sores at other injection sites, but none as bad as this one. She was given an antiviral to take just in case the sore was a viral infection. The patient also developed swelling across her entire face and had water pockets under her eyes that make her look like a basset hound. She looked like she swallowed a bunch of nuts along her bottom jaw, from ear to mouth. The patient reported she was a pillow face, all puffy and swollen, with no defining lines on her face anymore. Her face was all flat and round. A biopsy was not performed. Treatment included applying ice to her eyes to be able to open them in the morning. She was told to keep ice compressions on her eyes all the time. She has also been doing massaging. She was prescribed oral steroids on (B)(6), 2011. She saw her doctor on (B)(6), 2011 and her physician said she has never seen a reaction like this. On the day of the report, the patient was completing her oral steroids treatment, but was not sure if it helped and she had an appointment with her physician in the afternoon. There was no evidence of a systemic process developing after injection. There was no surgical intervention. Medical history included hyaluronic acid (juvederm), hyaluronic acid (restylane), and calcium hydroxylapatite (radiesse) treatment in the same areas in the past without event. Her last treatments done in the area were about 18 months ago (2010). The patient stated she could not leave the house and asked what she is supposed to do now and requested compensation. No further relevant information reported.